Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received unable to rewind. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Insulin pump rewound properly during rewind sequence. No rewind anomaly noted during testing. (B)(4).